Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) presented spontaneous deflation, the patient cannot maintain erection. A surgical procedure was performed to replace the pump. No patient complications were reported.

Manufacturer narrative:
Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #. Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) presented spontaneous deflation, the patient cannot maintain erection. A surgical procedure was performed to replace the pump. No patient complications were reported.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) presented spontaneous deflation, the patient cannot maintain erection. A surgical procedure was performed to replace the pump. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.